Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter . The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 10:00pm. The patient reported blood glucose readings of "285 mg/dl" with the subject meter and "256 mg/dl" on another meter(onetouch ultrasmart meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed at the time the alleged issue began, she was not taking any diabetes medications. It is not known if the patient made any changes to her diabetes regimen at the time the alleged issue began. The patient claimed 2-3 hours after the alleged issue began she was feeling "stomach irritation" and shaky. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and an approved sample site was used to obtain the result from the lfs meter. Replacement products were sent to the patient. It is not known whether the patient associated the alleged symptoms as high or low blood sugar symptoms. Therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.